Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) visited the hospital as the device was no longer functional, leading to recurring urinary incontinence. Ultrasound imaging noted pressure-regulating balloon (prb) fluid loss; therefore, device fluid loss was diagnosed. A surgical procedure was performed to replace the prb, and no sign of leak was identified in this component; however, physician decided not to replace the remaining components. No additional patient complications were reported and the patient was set to recover.